Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data was collected from the device and has been analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The false eri trigger was confirmed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during a clinical visit, it was noted that the device battery had depleted. After reviewing the programmable parameters, the voltage, threshold, and impedance levels were within normal limits. A false elective replacement indicator (eri) is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, including performance data collected from the device. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The false eri trigger was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.